Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, h3 and h6. The legal manufacturer reviewed the customer-provided cds processes and as a result of review of the reprocessing method information provided by the user, no obvious deviation from IFU was observed. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: unknown. Sampling from: unknown. Cfu: unknown. Bacterial identification: rothia. Sampling date: (B)(6) 2024. Sampling from: the insertion section. Cfu: unknown. Bacterial identification: paenibacillus provencensis. Sampling date: (B)(6) 2024. Sampling from: the instrument/suction channel. Cfu: unknown. Bacterial identification: kocuria rhizophila, aspergillus eucalypticola, aspergillus phoenicis, staphylococcus hominis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rothia microorganism was showing up in all bronchial alveolar lavage (bal) samples collected from bronchovideoscope and the device was used for a procedure after the event. There was no report on patient infection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.